Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient initiated therapy prior to connection, which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient pressed go before connecting to the patient line, and then connected after the alarm occurred. The technical service representative explained the alarm and informed them to start over using new supplies. Proper procedures were reviewed per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.